Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. On first event date, the pt underwent a primary left l5-s1 spinal root decompression. On the same day, during surgery, the pt exhibited mild ECG changes. The investigator noted the event as mild in intensity. Physician ordered hospitalization for observation following surgery and a thallium scan was prescribed. The thallium scan was normal. The condition was reported resolved without treatment in 1999. The investigator noted this event as unrelated to the administration of adcon-l. The investigator did not specify a possible cause for the event. In 1999, the pt presented with pain in the buttocks, pain in the posterior thigh and pain in the calf following mechanical trauma to the back. The investigation noted the event as moderate in intensity. Physican ordered an MRI and flexeril, (10 mg 3x day) in the same month followed by a transforaminal epidural two months later. The condition was reported continuing without treatment when the pt was last seen in 2000. The investigation noted this event as unrelated to the administration of adcon-l. The investigation noted bulging disc at l2-l3 and irritation at l5 root as a possible cause for the event.